Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had an issue with not reading the fiber optic port. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Addition information e1 initial reporter and e-mail: (B)(6). Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that fiber optic sensor extension cable assembly was bent. The fse replaced fiber optic sensor extension cable assembly. Unit passed all functional test, safety test, and was returned to service.